Manufacturer narrative:
Return testing was not completed as returns were not available. A review of tickets was performed for the likely cause reagent lot number 19507ui00. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the architect total b-hcg assay. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg assay, lot 19507ui00. Section a1 patient identifier sids:(B)(6). Section b5 additional patient provided.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: (B)(6) 2020 sid (B)(6) = 176.83 / < 1.5 / < 1.2 miu/ml. . Additional patient added (B)(6) 2021: sid (B)(6) = 1946 / < 1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier: complete sid: (B)(6).

Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: (B)(6) 2020 sid (B)(6) = 176.83 / < 1.5 / < 1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Additional patient added 27jan2021: sid (B)(6) = 1483.76 /< 1.20 / < 1.20 miu/ml. This additional patient does not change the previous device evaluation. Section a1 patient identifier sid's: (B)(6).

Event description:
The customer reported a false positive architect total b-hcg result on three patients. Results provided: (B)(6) 2020 sid (B)(6) = 176.83 / < 1.2 / < 1.2 miu/ml. Additional patient added (B)(6) 2021: sid 185901126872 = 1946 / < 1.20 miu/ml. Additional patient added (B)(6) 2021: sid (B)(6) = 1483.76 /< 1.20 / < 1.20 miu/ml. No impact to patient management was reported.